Event description:
The customer reported that the unit produced no image when fluoroing and the tracking went to 120 kv and 6.27 ma. No patients were injured. Another c-arm was used to complete the case.

Manufacturer narrative:
The system functioned on arrival but after 6 minutes of fluoro it failed. The ge rep reseated all cables to filament driver board and gen driver boards, reseated hv supply regulator board, gib, and ffb boards. He verified generator power supply voltages, all are within spec. He verified filament drive signals and kv drive signals on gen driver and filament driver boards. He booted the system several times and made x-rays without fault. System then functioned without error for two hours. The unit is functional and operates as intended.